Manufacturer narrative:
The event was initially reported to be performed via trans-apical approach, however, the procedure was performed via trans-aortic approach. A correction is being submitted. The device was not returned to edwards for evaluation. Functional, dimensional and visual analysis could not be performed. A review of DHR, IFU/training materials, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the device was the source of the complaint. A definitive root cause for the valve moving off of the balloon could not be determined, however, there are several possible contributing factors. It was reported that there was resistance while crossing the native annulus and the valve and delivery system were retracted and re-crossed successfully. Over manipulation of the delivery system to re-cross the native annulus is a potential contributing factor. Under crimping of the valve is another potential contributing factor as this can cause the valve to shift during advancement into the loader or during insertion of the delivery system through the sheath. The valve completely dislodging from the delivery system during retrieval is attributed to procedural factors. Per the report, the delivery system and un-deployed valve were attempted to be pulled back into the sheath, resulting in the valve being sheared off the delivery system balloon. The certitude delivery system is not designed to retrieve an un-deployed valve though the sheath. Attempting to withdraw the un-deployed valve back into the sheath likely resulted in the valve getting caught on the sheath tip and being displaced distally. A definitive root cause for the complaint of difficulty crossing the native annulus could not be determined, however, is likely due to the trans-aortic approach. Due to the device and/or applicable photographs (relevant to the reported event) not being returned for evaluation, the complaint was unable to be confirmed. No manufacturing non-conformities were identified. No labeling or IFU/training inadequacies were identified and complaint history for this trend category did not reveal that the occurrence rates were over control limits for february 2017. Therefore, no corrective or preventive actions are required.

Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
During transapical implant of a 26mm sapien 3 valve in the aortic position, there was resistance while crossing the native annulus with the valve and delivery system (ds) and the resistance caused the entire system to buckle. The valve and ds were retracted and successfully re-crossed, however, the valve had moved off of the balloon and was not between the balloon shoulders. The ds and valve were attempted to be pulled back into the sheath, however, the valve was sheared off the ds balloon. The free floating valve was removed with forceps from the patient's body and the sheath was removed. While preparing a new sheath, valve and delivery system, the patient became very hypotensive, lost approximately 1 liter of blood and the access site was compromised. The procedure was successfully completed through a hemi-sternotomy without further complications. When the ds and valve were pulled back, the distal end of the sheath caught the aortic side of the valve causing the valve to be displaced on the balloon.